Event description:
It was reported that the patient with this right atrial (ra) lead stated that this device had been accidentally bumped, leading to puffiness at the implant site. There were no additional adverse patient effects reported. As of this time, the ra lead remains in service.